Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a set change the buttons were unresponsive. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer also reported that they lost the transmitter on their device. Customer also advised they replaced the battery as well. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No battery out limit alarms noted. The insulin pump has dog chew marks, minor scratches on the lcd window, cracked case at the reservoir tube window corners and battery tube threads.